Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of ventricular tachycardia leading to ventricular fibrillation could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The submitted log files appeared to capture the pump functioning as intended with no atypical alarms throughout the duration of the data. No unusual events were observed throughout the log files. The patient presented to an outside hospital after 5 aicd shocks. The patient was transported to florida hospital experienced several more shocks. The patient was started on a lidocaine drip. Interrogation revealed initial ventricular tachycardia with failed antitachycardia pacing, resulting in shock which converted to ventricular fibrillation. It was noted that the arrhythmia was possibly related to the device. It was later reported that the patient was stable but still hospitalized and awaiting evaluation by an electrophysiologist. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) was not an abbott device.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted after the patient experienced 5 automated implantable cardioverter defibrillator(aicd) shocks at home and several more at the hospital. Patient was started on lidocaine drip. Further interrogation revealed that the patient originally had ventricular tachycardia with failed anti-tachycardia pacing (atp) resulting in shock which converted to ventricular failure. No further information provided.